Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and osteolysis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain and osteolysis. Additional information: litigation papers allege, the patient experienced acute muscle spasms and pain, difficulty in lifting from a seated position to walk and occasional feeling of hip implant movement and loosening; and grave, serious and permanent injuries, scarring and disfigurement, aggravation of pre-existing injuries, loss of important bodily function, loss of the capacity for enjoyment of life as well as the need for future diagnostic studies, lab work, orthopedic consults, rehabilitation, medical care and treatment.